Event description:
It was reported that, a patient had a revision tha to replace the accolade tmzf, head and insert due to hip pain. The surgeon has requested a wear analysis on the removed insert and ongrowth condition of ha area.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown x3 insert. The following other hip devices were also listed in this report: unknown accolade tmzf, unknown head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Device evaluation and results: scratching and third body indentations were evident on the articulating surface of the insert. These are consistent with commonly identified damage modes in uhmwpe inserts. Explantation damage was observed on the proximal side of the insert. A material analysis report concluded that the measured linear penetration wear rate on the insert articulating surface was consistent with wear rates determined in clinical studies. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded that the event could not be confirmed nor a root cause determined. A review of the provided x-rays by a clinical consultant indicated: the x-rays show an adequate position and good bony fixation of the accolade stem. No indicator for any trouble with the stem. The trident cup is a bit low in anteversion but I would not rate that as a true problem...there are no clinical records to further detail the complaints or analyze the studies that have been performed with regard to the patient¿s complaints. Therefore, this possibility of psoas impingement remains a possibility without further substantial proof and thus an assumption between dozens of other possible causes of hip pain. Without further evidence, it would not be possible to establish a firm root cause of failure with any significant certainty. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that, a patient had a revision tha to replace the accolade tmzf, head and insert due to hip pain. The surgeon has requested a wear analysis on the removed insert and ongrowth condition of ha area.